Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump alarmed no delivery four times yesterday. The patient's blood glucose at the time of incident is unknown; however, the patient's blood glucose was 517 mg/dl at one point during the no delivery alarms. The caller confirmed that the no delivery alarms were resolved by a complete infusion set and reservoir change. No products were returned or replaced.